Event description:
Pump interrogation found no programming errors. The patient was doing fine. She was working on getting pump explant scheduled.

Event description:
It was reported that an alarm was heard telemetry, did not confirm alarm. On (B)(6) 20015 the patient was back in the hospital claiming their alarm was going off. The day of the alarm the manufacturer representative went to check the pump and the patient stated that they ¿want to be explanted¿. The pump was used to deliver morphine. No patient symptoms or interventions reported. Further follow-up was being conducted to obtain information.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n192808023, implanted: (B)(6) 2009, explanted: product type: catheter (B)(4).